Event description:
Customer reports a differences between her sensor glucose and blood glucose. Customer's most recent blood glucose was not available. Customer states the sensor warns her she has a low blood sugar, when she is stable. Also she states no further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.